Manufacturer narrative:
The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent the orif surgery for lateral humeral condylar fractures by using the va-dhp plate (2-hole). During the surgery, when the surgeon was tightening the screw in question, the screw got broken underneath the screw head. He left the fragment of the broken screw in the patient¿s body, and then completed insertion of the other screw into the other hole. There was no surgical delay. It was unknown if the surgery was completed successfully without delay. Concomitant device reported: unknown va-dhp plate (part # unknown, lot # unknown, quantity 1). This complaint involves one (1) device. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: sterile-article, part: 04.118.546s, lot: 9174452, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: october 03, 2014, expiry date: september 01, 2024. Since there is no allegation against packing or sterility device history record (DHR) review is done for non-sterile part: non-sterile-article part: 04.118.546, lot: 7785782, manufacturing location: monument, manufacturing date: september 11, 2014. Part: 04.118.546, 2.7mm ti metaphyseal scr/ slf-tpng w/t8 strdrv recess 46mm, lot: 7785782 (non-sterile). One piece was scrapped as a set-up part. Work order traveler met all inspection acceptance criteria apart from the one piece noted. Inspection sheet, 2.7mm metaphyseal met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. This lot met all dimensional, visual, and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part: 04.210.160.999, 2.8mm screw blank 60mm no head turn/no point w/sd8, lot: 7565196, work order traveler met all inspection acceptance criteria. Part: 23032, tialnbci2.78, lot: 6771856. Product traveler met all inspection acceptance criteria. Product certification supplied by dynamet was reviewed and determined to be conforming. Raw material receiving/putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.